Event description:
It was reported by the clinician that the catheter was being placed in a female patient in the intensive care unit. Access was obtained with the needle in the patient's internal jugular. The physician attempted to thread the spring wire guide (swg) and met resistance. At which time, the physician pulled the swg back and noticed the wire was frayed. The physician then removed the catheter. As a result, another kit was opened and used successfully. Placement was obtained with a second stick. Additional information received from the sales representative on (B) (6)2009 confirmed that the swg was intact when removed and nothing was retained in the patient. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.